Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of three devices. Visual inspection of the returned products noted one of the reload was fully fired. The other two reloads were partially fired with the interlock engaged. The jaws were open. Staple pushers were visible at the 4cm cut line. Functionally each of the reload was loaded into a pmv instrument, the interlock was overridden and the first reload was cycled without hesitation or binding. The other two reloads were applied to test media. All remaining staples were placed, and test media was cleanly transected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the partial fire condition with interlock engagement may occur when the firing handle has not been completely cycled. If the instrument return knobs are retracted at any point once the firing cycle has begun, the loading unit will engage into safety interlock and prevent further attempts to fire by ceasing the placement of staples and tissue transection and prevent patient harm. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic colon procedure, while cutting the colon, the stapler was unable to fire but the surgeon was able to press the green button and squeeze the handle. When the surgeon used the load, there was only a partial staple of three of the reloads, so the tissue was a little damaged. Also found out that the proximal staple formation was poor and the distal staple line was incomplete. First they used a stapler and reload but it did not work, so he took an other load and changed to another device but they forgot that they needed a 15mm. Trocar, so they used another stapler and it was okay.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.